Event description:
It was reported that the patient was found on his boat and had expired. The pump contained baclofen 2000 mcg/ml at a daily dose of 719.7 mcg. The last pump refill occurred in 2008. At that time a prescription change was made; details of the change were unknown. An autopsy was being performed; results were not available at the time of this report. The cause of death was unknown; possible carbon monoxide poisoning. The pump and distal catheter were removed in preparation for cremation. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis results revealed that the pump had acceptable alarm, catheter access port and final functional flow testing results. The pump had no anomalies found -normal device function. The proximal catheter segment measuring 20.1 centimeters including the pump connector passed patency and pressure testing. Final analysis results - acceptable catheter testing. Results: used for the catheter.